Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot. No cracked on lcd screen noted.

Event description:
It was reported that the insulin pump had a cracked and scratched lcd screen. Also, the top of the device, between the reservoir and the battery compartment, had broken off pieces. The customer's blood glucose was 295 mg/dl, which the customer had treated with insulin and they declined troubleshooting. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Device was received with minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot. No cracked on lcd screen noted. Device function properly during rewind & basic occlusion, occlusion, prime , the excessive no delivery and displacement test.